Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-apr-2019. The most recent information was received on 14-apr-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain in right side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), menorrhagia ("heavy period"), polymenorrhoea ("some times twice period a week"), alopecia ("hair loss"), arthralgia ("joint pain"), myalgia ("mucel pain"), rash ("rashes"), fatigue ("tiredness"), anaemia ("anemia") and dyspareunia ("pain during sexual intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of the tubes and ovaries). Essure was removed. At the time of the report, the pelvic pain, depression, menorrhagia, polymenorrhoea, alopecia, arthralgia, myalgia, weight increased, rash, fatigue, anaemia and dyspareunia had not resolved. The reporter considered alopecia, anaemia, arthralgia, depression, dyspareunia, fatigue, menorrhagia, myalgia, pelvic pain, polymenorrhoea, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4) on 08-apr-2019. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain in right side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), menorrhagia ("heavy period"), polymenorrhoea ("some times twice period a week"), alopecia ("hair loss"), arthralgia ("joint pain"), myalgia ("mucel pain"), rash ("rashes"), fatigue ("tiredness"), anaemia ("anemia") and dyspareunia ("pain during sexual intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with removal of the tubes and ovaries). Essure was removed. At the time of the report, the pelvic pain, depression, menorrhagia, polymenorrhoea, alopecia, arthralgia, myalgia, weight increased, rash, fatigue, anaemia and dyspareunia had not resolved. The reporter considered alopecia, anaemia, arthralgia, depression, dyspareunia, fatigue, menorrhagia, myalgia, pelvic pain, polymenorrhoea, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporter and patient dob added. Patient had 'total laparoscopic hysterectomy with removal of the tubes and ovaries'. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.